Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that the patient is not hearing the low alert sound on the g5 mobile app. This event occurred on (B)(6) 2016. No additional event or patient information is available.